Manufacturer narrative:
(B)(4). The exact date of this event is unknown; however, the event occurred during (B)(6) 2013. The sample was not received for evaluation. The customer's reported problem was not confirmed; the root cause was not identified. A batch review cannot be performed since there was no lot number provided.

Event description:
It was reported that a one-link connector 'became occluded.' The customer informed that the patient's peripherally inserted central catheter (PICC) line was thought to be clotting. The facility found that they were unable to flush the PICC with the one-link attached. After the one-link was replaced the user was able to flush the PICC. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.